Event description:
Customer reported that the touchscreen was damaged and worn out, the battery often required charging, the pump housing was cracked, and the usb port cover was missing. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further action was taken.